Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Event description:
Patient was revised due to pain. **update** (B)(4) 2013 - litigation received (B)(4) 2013. Complaint changed to legal. (Right hip) litigation alleges patient had pain, stiffness, discomfort and weakness which negatively affect mobility; toxicity of metal in the body; and the ability to perform normal physical activities is limited after asr hip implant. There is no new information that would change the outcome of the investigation. **update** (B)(4) 2013 - ppd received. Dob has been updated. There is no new information that would change the outcome of the investigation. **update** - medical records received (B)(4) 2013. Revision operative report indicates the following: significant pain; squeaking and catching in the hip; stem appears to be slowly and progressively remodeling and a varus with evidence of stem loosening; significant scarring; significant synovitis in the hip and evidence of significant metal wear in hip; fibrous ingrowth around the femoral component; significant evidence of metal wear around the cup. The femoral stem was added to the complaint.